Manufacturer narrative:
The intraocular lens was disposed by the account and not received for evaluation. Manufacturing records were reviewed and showed no deviations. Information received from the surgeon stated this event was not related to the intraocular lens. A review of the manufacturer's implant database shows the initial implant was replaced with the same model lens of a higher diopter. All information currently available is provided in this report. Lens discarded by account.

Event description:
It was reported from a surgeon reporting his explant without complication of a multifocal intraocular lens 6 months after implantation. Reason stated was patient 's intolerance of her +1.25 refraction. Surgeon stated in his report this event was not related to the product. Patient recovered.